Event description:
It was reported that the customer was hospitalized for dka. It was indicated that the cause of the event was user error. Troubleshooting was performed. The programming and histories on the pump were accurate. Also the lead screw test passed. However, the high-pressure test was not completed due to the lack of clamp. Instructed the customer to monitor bgs, explained the two high bg rule; and suggested to call back to perform the high-pressure test when the clamp arrives.